Manufacturer narrative:
Follow-up from 09-aug-2016: despite follow-up attempts, no response was received to date. No further information is expected. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She had a surgery to remove the coils, but the doctor was able to remove only one coil. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062522) in united states on 24-jun-2016 who had essure (fallopian tube occlusion insert) inserted in 2015. The consumer's medical history included 4 babies, 2 ectopic pregnancies, 2 miscarriages, and removal of her right tube. After having her 4th baby, she decided she did not want more children, so her doctor told her about essure. She advised her doctor she had only one tube, but he said it would not be a problem. After essure insertion, the consumer stated her life changed for the worst. Her body had a bad reaction with a lot of itching, pain, bleeding, headaches, gases, tiredness, depression, etc. She had a surgery to remove them with other doctor, but he was able to remove only one coil, the other was still there. She would have to wait for another surgery. She stated it had been 8 horrible months fighting to remove essure from her body. Hospitalization was mentioned as seriousness criteria (unspecified). Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She had a surgery to remove the coils, but the doctor was able to remove only one coil. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.